Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the clinical support specialist (css) that there was condensation in the helium driveline, but blood did not appear until "later." It was noted that the perfusionist was not told any of the alarms. The staff had difficulty removing the intra-aortic balloon(iab); therefore, the patient was taken to surgery for removal. The perfusionist was not aware if the staff attempted to remove the iab through the sheath or if they were forceful in the removal. Patient was fine after the removal.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab blood in helium pathway is confirmed based on the customer photos provided with the complaint report. The photos showed blood present in the helium pathway. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that there was condensation in the helium driveline, but blood did not appear until "later." It was noted that the perfusionist was not told any of the alarms. The staff had difficulty removing the intra-aortic balloon (iab); therefore, the patient was taken to surgery for removal. The perfusionist was not aware if the staff attempted to remove the iab through the sheath or if they were forceful in the removal. Patient was fine after the removal.

Manufacturer narrative:
(B)(4). Additional information was received via medwatch report #0039-0111-2021-0014 on 28 feb 2022. It was noted that a patient death occurred on (B)(6) 2021. Teleflex followed up with the risk manager joanne callahan regarding the reported death. She stated, "it was unc ertain if the device caused or contributed to the patient's death." If additional information is received at a later date, the complaint file will be updated.

Event description:
It was reported by the clinical support specialist (css) that there was condensation in the helium driveline, but blood did not appear until "later." It was noted that the perfusionist was not told any of the alarms. The staff had difficulty removing the intra-aortic balloon(iab); therefore, the patient was taken to surgery for removal. The perfusionist was not aware if the staff attempted to remove the iab through the sheath or if they were forceful in the removal. Patient was fine after the removal.